Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient previously receiving an unknown medication via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017, per the reporter, the pump started alarming every couple of minutes. The patient was in a nursing home. It was reviewed that the pump was (B)(4) years old and that they only last 7 years. No patient symptoms were reported. The patient did not have an hcp. Additional information was received later the same day from a company representative and it was reported that they were planning on sending a rep to the facility to interrogate the pump tomorrow. Additional information was received on (B)(6) 2017 and it was reported that the pump had previously been set to minimum rate but the reporter was unsure of the date. Per the patient, it was ¿years ago¿ when the medication was removed from the pump and it was refilled with fluid and set to minimum rate. When the pump was read, it popped up with several alarms and the only option it gave the reporter was ¿to stop pump, eos (end of service), drug empty, etc¿. It was clarified that the alarms occurring where ¿terminal event occurred in the pump, eos occurred, reset occurred, stopped pump period may exceed tube set, empty reservoir alarm occurred, and low reservoir alarm occurred¿. The only option available was to silence the alarms; the tabs were not accessible. It was also noted ¿pump stopped due to off state" and ¿error 2b reset occurred low battery¿. Additional information was received on (B)(6) 2017 and it was reported that the pump was interrogated on (B)(6) 2017. It was unknown when the alarms occurred. The information was not available as it did not show on the logs when they occurred. The last time the pump was interrogated was (B)(6) 2007. The pump had been alarming like this for a year. The pump was shut off. There was no plan to replace the pump. The logs also indicated that the schedule to replace by date was ¿6/3/2088¿. No further information was available.